Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 200 units and that no insulin exited the tubing during fill tubing. During troubleshooting, customer reported that cartridge did not fit onto the pump as there was a gap between the pneumatic tap and the cartridge. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer removed the o-ring from the pump, reloaded the same cartridge, and saw insulin exit the tubing. Blood glucose level was 235 mg/dl.